Manufacturer narrative:
One cadd legacy pump was received with no physical damage found on it. The event history log was reviewed and there was evidence of a high pressure alarm. An occlusion test was performed and the "high pressure" alarm was not duplicated during infusion. The downstream sensor was in specification. There was no fault found with the returned pump.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump alarmed high pressure. There was no patient involvement.